Manufacturer narrative:
American medical systems contacted risk mgmt at the facility. The coordinator was not able to give us any info about the pt as she stated everything would need to go through her superior and their attorney. It was reported there was no malfunction of the laser. The laser used was a greenlight pv. The facility did not contact ams with any further info. Ams requested the fiber be sent back for eval or allow ams to come to the facility. The request has not been granted at this time. It is unk what the s/n of the particular fiber used. The mfg records for this lot were reviewed and no abnormalities were noted. The lot quantity consisted of 500 fibers. All passed inspections. A follow up phone call was made, however, there was no return call. No further investigation can be performed. A follow up medwatch report will be sent if any further details are obtained. Labeling is sufficient: the greenlight pv surgical guide states the following: "a straight-firing fiber is considered a "failed" device and must be replaced with another laser fiber immediately. A "failed" fiber occurs when the quartz cap is completely compromised. At this point, the laser fiber will no longer fire laterally and will instead fire straight out." Labeling continued: pg. 34 states the following: "external capsule perforation - capsule perforation is extremely rare and almost non-existent. Vaporization efficiency drops towards the capsule due to the reduced vasculature and higher tensile strength of the fibrous tissue. Do not fire the laser on tissue that is necrotic and will not vaporize. Always be mindful to observe the capsular fibers in order to prevent perforation." Straight firing fibers are the result of excess devitrification and are more subjected to heat, especially if cooling is blocked by tissue contact. Labeling also includes a recommended working distance from tissue. Pg. 9-10 states the following: "the laser fiber should be held approx .5mm away from the tissue to achieve efficient vaporization. Contact between laser fiber and tissue should be avoided. Contact with tissue also encourages the adherence of particles of tissue to the cap. Tissue attached to the laser fiber will absorb laser engery, creating heat which will distort the composition of the cap of the laser fiber. If tissue adheres to the quartz cap, it must be cleaned off immediately. Tissue adhered to laser fiber can act as a "heat sink" and will accelerate device degradation."

Event description:
Facility reported through a medwatch report the following: "during a laser vaporization of the prostate, the laser fiber shot forward instead of side firing. This caused a perforation of the bladder."